Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, the patient underwent an endarterectomy to clean thrombus from the wall of the iliac artery. The physician also extended the existing stent graft system distally. The patient tolerated the procedure.

Manufacturer narrative:
Additional excluder devices included in this report: (B)(4). Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia.